Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with the first proximal strut lifted and pulled distally. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. Following pre-dilatation with a 2.5x20 non bsc balloon catheter, a 3.00 x 38mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported. However, returned device analysis revealed stent damage.